Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to remove and inspect the cartridge, fill a new cartridge, and follow on-screen instructions to complete the load process successfully. The customer was advised to clean the pneumatic tap area and monitor the system's performance, with no cartridge replacement necessary.